Event description:
The customer reported that the images did not display on the monitor at the monitor cart. It seems that there was no x-ray exposure.

Manufacturer narrative:
(B) (4). The plan to check the system is currently under negotiations with the customer.